Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign material is confirmed; however, the exact cause is unknown. Two photographs of a PICC kit tray were returned for evaluation. An initial visual observation of the photographs showed an opened PICC kit tray containing many kit components. What appeared to be a short, dark hair was observed on the csr wrap above the kit tray. No use residue was observed on the kit or any kit components in the returned photograph. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported hair noted on PICC tray when opened. No other information was provided.